Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's right coronary artery. Upon the initial inflation attempt, it was reported that the balloon bust at 4 atmospheres of pressure leaving the stent partially expanded.in response, another balloon catheter was utilized to completely expand and successfully deploy the stent. There were no add'l complications reported relative to this event.

Manufacturer narrative:
During the product evaluation an axial fracture was observed on the edge of an "s"-fold in the proximal/mid-body of the delivery balloon. There was no abrasions noted to be leading to the fracture site. Product evaluation could not determine an assignable cause for the condition reported and observed. In response to this report, cordis has initiated a review of the device history records. Should this review reveal anything which could account for the condition reported and observed, a follow-up medwatch report will be sumbitted to include corrective action. Note: the batch number has been determined to be # 143657.